Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 02-jun-2023. H6: investigation summary a complaint of a bubble in the tubing was received from the customer. Two samples were received for investigation. Through visual inspection, the complaint of bubble in tubing was confirmed. One sample had a bubble where the tubing had ballooned at the top of the pumping segment. The other sample did not have any ballooned tubing. Potential lots were determined using the smartsite ids on the returned sets. The device history review was completed for the potential lots. A device history record review for model 2426-0007 lot number 23035480 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 23mar2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 23035481 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 24mar2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 23025225 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 10feb2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 23025275 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 11feb2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 23029182 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 13feb2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 23029183 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 14feb2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of the defect observed. The complaint was reviewed, and it was determined that the defect was related to user error. H3 other text : see h10.

Event description:
It was reported that the bd alaris pump module smartsite infusion set tubing expanded like a bubble. The following information was provided by the initial reporter: quality complaint ¿ defective tubing. Occurred during patient use ¿ no report injury or medical intervention. Issue occurred with less than 15 minutes of use. Big bubble in tubing ¿ not an air bubble but tubing expanded like a bubble.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4 device manufacture date: unknown.

Event description:
It was reported that the bd alaris pump module smartsite infusion set tubing expanded like a bubble. The following information was provided by the initial reporter: quality complaint defective tubing occurred during patient use no report injury or medical intervention. Issue occurred with less than 15 minutes of use. Big bubble in tubing not an air bubble but tubing expanded like a bubble.